Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore: on (B)(6) 2024, a patient was to be implanted with 7mm x 10cm gore® viabahn endoprosthesis with heparin bioactive surface (viabhahn device) to treat right femoral artery aneurysm. After the viabhahn device was advanced to target lesion, the physician twisted deployment knob. During the deployment, resistance was felt. The viabhahn device couldn't be deployed. Another viabhahn device with same size was utilized to complete the procedure. The patient tolerated the procedure. The device deployed outside patient for test. The physician stated big resistance during deployment even outside the patient.

Manufacturer narrative:
Update d9. H6: c19 - a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. Evaluation of the returned device indicates that the endoprosthesis and deployment line were not returned. The dual lumen was kinked in two locations, and one kink had additional damage. The distal shaft was also kinked. The reported failure mode of failure to deploy is not consistent with the findings of an unreturned, and therefore fully deployed, endoprosthesis. However, the kinks and damage on the dual lumen are consistent with increased force during deployment, as reported in the complaint details. The root cause of the reported failure mode of failure to deploy, as well as the related catheter damage as a result of the increased force during deployment, could not be established with the available information. The timing or cause of the kink in the distal shaft could also not be determined.